Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hypoglycemic event while using the ilet bionic pancreas, with the spouse reporting a lowest blood glucose of 62 mg/dl and an estimated 1.35 units of insulin delivered since early morning, after which insulin delivery was suspended due to blood glucose below 70 mg/dl. Symptoms included no reported clinical effects. Outcomes included a temporary low blood glucose outside the target range for approximately 30 to 60 minutes, managed with oral glucose tablets and without medical intervention. Investigation included troubleshooting and education with the caregiver regarding insulin suspension features and treatment of hypoglycemia. Investigation of this case revealed no device malfunction identified at the time of the report and an unclear root cause of the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.